Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, one of the pads of the large needle driver instrument came loose during use and fell into the patient's abdomen. The fragment was retrieved in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use from the reprocessing medical devices unit to operating room, nothing special was noticed. As the surgeon was using the instrument as he usually does, nothing could explain the fragment falling issue. The instrument in use for about 15 to 20 minutes prior to the issue. The instrument did not collide with any other instruments or other hard material during the surgical procedure. Upon final removal of the instrument, the wrist was not straightened, the surgical staff did not feel any resistance upon removal of the instrument through the cannula or notice any other damage to the instrument after the event occurred. The pads referred to in this case are the jaw inserts that maintain the needle. The fragment was removed completely, the instrument was intact except for the missing pad. No additional surgical procedure was required to remove the fragment, post-operative tests like an x-ray or ultrasound to check for remaining fragments seemed unnecessary and were not performed. The procedure was completed robotically as expected. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Unfortunately there's no image available for review.

Manufacturer narrative:
The large needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.072¿ x 0.185¿ in size. The mating grip surface exhibits full coverage of brazing material. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the detached insert.

Event description:
Refer to h10/h11 for follow-up information.